Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error. Blood glucose level at the time of the incident was 279 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the device. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Analysis was unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history error alarms. History error alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The correct information has been provided with this report.